Manufacturer narrative:
We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
During use for auxiliary examination ,the user found that the bending rubber was broken, stopped using and contacted pentax engineer. This event occurred at the time of during use. There was no report of patient harm.